Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post the implant procedure, the right atrial (ra) lead was found dislodged resulting in inappropriate atrial capture. The dislodged lead caused an atrial arrhythmia due to contact with the base of the right atrium. Chest x-ray imaging confirmed the lead displacement from the right atrial appendage to the base of the right atrium. The ra lead was subsequently revised at the original implant location on (B)(6) 2025. The patient was in a stable condition.